Manufacturer narrative:
(B)(4). Batch # n90a7r. Additional information was requested and the following was obtained: for clarification, the device did not coagulate properly, did the patient experience any bleeding? No, any bleeding. What was the amount of blood loss? Not applicable did the patient receive transfusion or any blood products? No. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. Due to the condition of the device, we are unable to investigate further the tissue effect issues a probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was not coagulating properly. The sales rep was together in the surgery and he also confirms that the coagulation function was not good. Unknown how case was completed. There were no adverse consequences for the patient.